Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 17674973, model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 17517532/17517532, model/catalog description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads and splitters revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.